Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) greater than 500 mg/dl. On (B)(6) 2015 it was 400 mg/dl with increased thirst, excess urination, nausea, chest pain, shortness of breath, vomiting but no test for ketones was done. Treatment for the event was not specified. A non-specific allegation against the auto off feature, starting (B)(6) 2015, was made, but customer support (cs) found that auto off alarm was functioning as programmed. Cs attributed the issue to training/misuse patient stated a stent was placed 4 weeks ago. This complaint is being reported as the patient experienced hyperglycemia due a to training/misuse issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.